Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the control panel of a heater-cooler system 3t does not light up or respond durring a procedure. There is no report of any patient injury.

Manufacturer narrative:
H.11: livanova technician who reached the facility confirmed the reported issue. Upon internal inspection of the device he noted that the connections to the 3t display were loose: the control panel does not light up or respond. The technician reseated connection and completed preventive maintenance per service manual and the system working properly. The issue is a power up issue and can be detected at the power on of the device. The customer is requested to verify the connection before initiate the procedure. The issue has unlikely possibility to cause any patient injury. Therefore the event is being reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.